Event description:
The customer stated that she was admitted in the emergency room with a low blood glucose reading of 67 mg/dl. The doctors stated that the customer did not have enough oxygen and her pulse was not steady. The customer stated that she was eating less because she had been dieting, but she continued to give the same amount of insulin. The customer stated that her doctor knew about her diet plan, but he did not adjust the basal rates.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.